Event description:
It was reported that balloon rupture occurred. A 2.0mm x 20mm x 143cm coyote nc (nc quantum apex) and a 2mm x 20mm x 142cm coyote es balloon catheters were advanced for dilatation consecutively. However, during inflation, the first balloon ruptured at 14 atmospheres and the second balloon ruptured at 18 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.